Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose and insulin pump alarmed. Customer initially called to report a motor error and no delivery alarm. Customer is now calling back to report that he changed entire set and it continues alarming no delivery during bolus. Customer's blood glucose went up to 404mg/dl. Customer was making an attempt to treat with insulin pump when alarm occurred. Customer stated the insulin did not exit and pump alarmed. During manual prime, insulin did exit tubing, but continues alarming. Advised customer to discontinue the use of the insulin pump and revert to back up.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.